Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Medical records received indicate the patient underwent a left hip manual manipulation 3 months post-implantation due to instability and dislocation after a fall, secondary to chronic muscle dysfunction. Subsequently, the patient was revised due to instability. Revision operative report notes a hematoma was evacuated and the femoral head and acetabular liner were removed and replaced with a constrained system.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products ¿ unknown stem p/n unknown l/n unknown; unknown cup p/n unknown l/n unknown; unknown liner p/n unknown l/n unknown. Reported event can be confirmed via operative notes received. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.